Event description:
The customer reports that post-implant of a realize adjustable band, the patient complained of increasing abdominal pain and that the band felt too tight beginning on (B)(6), 2011. The patient underwent x-ray and egd. It was determined that the patient had a gastric fistula. The port and band were removed on (B)(6), 2011. The patient was discharged the same day. It is unknown how many adjustments the patient had, neither adjustment dates nor the amount of fluid in the band upon explant.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The event cannot be confirmed, device analysis cannot confirm events that are physiological in nature (erosion or gastric fistula). A review of the event was performed by our ees medical director, and his opinion is that the event description may be a band erosion rather than a gastric fistula. While it was not possible to draw a definitive conclusion regarding the root cause of the reported event, it was observed within the product's instruction for use (IFU) that erosion is a recognized adverse event associated with gastric banding and the realize adjustable gastric band. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process, therefore it is unlikely that a manufacturing issue contributed to the reported event.